Manufacturer narrative:
An osseotite implant (xiitp4315) was returned for investigation. Visual inspection of the as returned product identified signs of use but no damage to the external threads. The collar and internal hex/threads were in good condition and did not show any damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A complaint history search was performed using our complaint handling system and there were no additional related complaint for this product lot. Appropriate documentation was reviewed. Malfunction of the device was not confirmed. The subject complaint is not related to the functional performance of the device. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is therefore non-verifiable.

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight: unknown. Reporter's last name and email: unknown.

Event description:
It was reported that the patient suffered from peri-implantitis. The implant (xiitp4315) was removed. Patient will need to return to replace implant. Tooth location 12.